Manufacturer narrative:
The device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on clinical data and literature, melody stent fractures are a known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, a root cause to the stent fractures for this complaint is not determined. No product analysis could be performed, as the device remains implanted.

Event description:
Medtronic received information that at approximately three years and eight months post-implant, this transcatheter pulmonary valve was noted as functioning well but was mildly distorted via echocardiogram. X-rays confirmed two type I stent fractures. The valve remains implanted. No adverse patient effects were reported.